Event description:
According to the reporter, the balloon blew out during a gastric procedure. Addition information has been requested but not yet received.

Manufacturer narrative:
Reference number: (B)(4). Evaluation summary - post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the obturator and insufflation syringe were received. The valve seal, locking collar, and balloon appeared to be intact. Functionally, the balloon was unable to be inflated due to a small leak in the balloon. Microscopic inspection of the leak source noted a small hole located directly on top of a small bubble in the latex of the balloon. The flapper valve and locking collar functioned properly. The investigation was forwarded to engineering for further review. A review of the investigation by engineering verified the observations made by the pmv investigator. Additionally, the silicon layer of the balloon was removed to inspect the latex balloon and a small cut was observed in the same location as the observed damage on the silicon layer. The returned sample did not meet quality release specifications after application in the clinical setting and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).